Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. Qc and calibration were passing before the event, therefore a general reagent or analyzer problem was not present. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The customer believes there was an interruption to the centrifugation of the original sample and possibly a balance error. The customer rebalanced the centrifuge. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 402 analytical unit. The initial result was 18.7 ng/l, and the repeat was 12.1 ng/l. The repeat result was deemed to be correct. The initial sample was repeated because it was inconsistent with the previous and subsequent test results.